Event description:
The pt stopped feeling stimulation sensation in 2009. The neurostimulation system was revised at about 2 months later. No other clinical info was reported. Additional info has been requested. A f/u report will be submitted if additional info becomes available.